Event description:
It was reported that the patient had "lost a lot of weight" and believed that the pump was flipped. It was indicated that the patient was getting simple continuous infusion and not boluses, however, he was having increased pain and in need of a bolus. It was planned that the patient would have an x-ray the following day. The outcome of the patient and event was not provided. The drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information indicated the patient "could not get their programmer to communicate with the pump". No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).